Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this device had been taken out of storage mode two weeks prior to this procedure. Prior to the procedure, a red screen was displayed showing an out of range impedance measurement had occurred. A boston scientific technical services consultant informed the caller that this can occur when the device is taken out of storage but then not implanted. The device was not implanted as interrogation was unsuccessful. No adverse patient effects were reported.